Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe with luer-lok¿ tip was sticking out of the package. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
One open 10ml packaged syringe was received by bd canaan and confirmed to be from batch #8033684 (p/n 302995). The sample was visually evaluated. The syringe was found to have an open package. It appears the syringe was pushed through the tip end of the syringe package by force being applied to the thumbrest end. The package was crushed and partially ripped on the thumbrest where the force was evidently applied. The seal was broken on both end of the package. However, the seal grid marks indicate the package was at one point properly sealed with the full seal present. DHR review for batch 8033684 (p/n 302995): manufacturing dates: 02/11/2018 to 02/12/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8033684 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd canaan was able to confirm the customer's indicated failure. However, it is not known whether the package damage occurred during the packaging process or after the product left the plant. It is possible if the syringe package was not properly aligned when being boxed, the damage observed could occur. Current packaging process was evaluated and no issues were observed. No additional actions are required at this time.